Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl. During troubleshooting the customer discovered a bent cannula. The insulin pump was not returned for analysis.